Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced ineffective therapy on one side do to high impedance on a portion of the lead. As a result, a lead connection check was performed on (B)(6) 2020 under local anesthesia. The procedure revealed the connection to be intact. No devices were explanted during the procedure. Further intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.